Event description:
Customer received discrepant tsh, free t3 and free t4 results when compared to repeat results generated from the abbott axsym. The sample was serum, not hemolyzed or turbid. Initial tsh gave 0.142 uiu per ml; repeat gave 1.377 uiu per ml. Initial free t4 gave 1.22 ng per dl; repeat gave 0.81 ng per dl. Initial free t3 gave 3.41 pg per ml repeat gave 1.70 pg per ml. The same sample was pulled on 09/15/2009, and repeated twice on the cobas e601. Tsh gave 0.173 and 0.244 uiu per ml. Free t3 gave 3.98 and 3.93 pg per ml. Free t4 gave 1.29 and 1.27 ng per dl. All other tests run on the e601 are okay. Customer said he did not know patient's history because the patient was an outpatient. It is unknown if the patient was adversely affected. The patient sample is not available for further investigation, therefore, it is not possible to verify the customer's results or find a root cause.